Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, corrosion was found in the handpiece and the drive shaft was worn and corroded. The drive shaft, motor, and spindle housing, along with other components, were replaced.